Event description:
It was reported that during a turp procedure, a cutting loop piece came off in the pt. The surgeon retrieved the piece. There was no pt consequence. There was no incident report made.

Manufacturer narrative:
Results: insulation without damage. Conclusion: piece of wire loop confirmed broken. Evaluation summary: (B)(4) resectoscope cutting loop electrode. User facility returned the above device that was involved in the incident. Visual inspection of the cutting loop electrode showed the wire loop piece missing from the cutting end of the electrode. The insulation showed no damage. The branches showed no damage. The generator settings, cutting mode, wattage for coag and cutting were supplied by the facility for our review. We found no discrepancy with any of the instrument settings. Labeling is complete for the use of single use electrodes. Cause of event: we believe user handling by the surgeon caused the wire breakage. The reason for this is due to another electrode that was returned for inspection that was heavily damaged, however, without any loop wire break. The possibility of change to the mode of operation occurred during the procedure. Richard wolf replaced the electrodes.